Manufacturer narrative:
Review of the provided files is still ongoing, results will be provided on the next report.

Event description:
Reportedly, on (B)(6) 2026, during implantation of an ICD, after connecting the leads, all the tests were performed (sensing, impedance, threshold). The programmer did not display impedance value, showing instead values of other tests. This behavior occurred in both ICD and pm implants with the same programmer. Closing the session and restarting it with a new interrogation resolved the issue.

Manufacturer narrative:
Analysis of the provided files permit to confirm the reported event. During a borea ((B)(4)) and a talentia ((B)(4)) session, impedance data were not correctly displayed. It was established that the statistics dates of previous tests were dated in the future, so the programmer could not display data as the date was considered erroneous. This event was most probably caused by a hardware failure, most precisely related to an internal component attached to battery. When this component approaches its end of life, it can cause issues regarding system date/time. Since the programmer was not returned, the main origin of this reported event could not be established. If the issue reoccurred in the future, it is recommended to return the programmer in order to confirm the hardware related issue, and to permit the component replacement if necessary. This case is retained and utilized for trend purposes. MDR correction: device updated from smarttouch softwares modules to smarttouch tablet according to investigation results.

Event description:
Reportedly, on (B)(6) 2026, during implantation of an ICD, after connecting the leads, all the tests were performed (sensing, impedance, threshold). The programmer did not display impedance value, showing instead values of other tests. This behavior occurred in both ICD and pm implants with the same programmer. Closing the session and restarting it with a new interrogation resolved the issue.